Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs and found that all nine identified channels were hosted by the same receiver. The logs also showed evidence that the receiver unexpectedly lost power from 10:16:43am to 10:38:13am on (B)(6) 2022. There is not enough information available in the log files to determine the exact cause of the power loss. The pss shared the investigation findings with the biomedical engineer and advised that all cables should be inspected for proper connection and any damage. A spacelabs field service engineer was dispatched to further evaluate the reported issue and confirmed all cables were secure and not damaged. The fse also improved cable management to reduce the amount of weight hanging from the cables. Spacelabs healthcare requested the device from the customer for further evaluation, but the director of biomedical engineering chose not to return the device and monitor the system's performance. Our records indicate that there have been no additional reports of this issue received from the customer. At this time, the cause of the reported issue could not be determined. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.

Event description:
Spacelabs healthcare was notified that nine beds connected to the xhibit telemetry receiver (xtr) system went offline unexpectedly and returned on their own. There is no patient or user harm reported with this event.